Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unkown serial# unkown: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unkown, ubd: unkown, UDI#:unkown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (foreign) with an implantable pump via a company representative. It was reported that the patient has a morphine pump. It was further reported that the patient's cables were clogged at the beginning of last year and were renewed. The date 2024-jan-01 is considered an approximate date of event (specific year known only). No patient symptom was reported.

Event description:
Additional information received from a foreign patient via a manufacturer representative indicated that the patient's entire pump sy stem was implanted in 2015 by a neurosurgeon. The surgeon then moved and the patient had to switch to another neurosurgeon for further care. This surgeon then filled the patient's pump every three months. The patient stated that further treatment was again carried out by their neurosurgeon, until last year when the pain symptoms appeared. After raising the pump several times, there was no improvement. During this time, they had a lot of contact with them. Then he [surgeon] looked over the computed tomography (CT) to see if the continuity of the pump was guaranteed. The patient stated that they did not know why the surgeon checked this circumstance through the CT instead of checking the actual target volume of the pump? The patient stated that he [surgeon] could not get the solution into the pump system despite pressure and concluded that the cables were clogged. The surgeon then implanted a new cable system in the patient the next day. Additional information received from a foreign patient via a manufacturer representative (rep) indicated that the onset of the event was in 2024 (exact date unknown). The model number and serial number of the catheter was not known, however, it was stated that the catheter was implanted in 2015 (exact date unknown). The catheter was replaced in 2024 (exact date unknown) and it was also unknown if the catheter was replaced completely or only in parts. The patient reported increased pain levels. The status of the devices was unknown and it was stated that it was possibly discarded by the health care provider (hcp). The serial number and model number of the pump was also provided. Additional information received from a foreign patient via a manufacturer representative (rep) indicated that the patient was asking us not to contact her health care provider (hcp) as she did not want that. Additional information received from a foreign patient via a manufacturer representative (rep) indicated that regarding the clogged/ occluded catheter, there were no known factors that may have led or contributed to the issue. Additional information received from a foreign patient via a manufacturer representative (rep) indicated that the patient did not wa nt their neurosurgeon contacted. The patient stated that the cause of their pain symptoms could also have another origin.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.